Event description:
The french prestataire stated "difficulty inserting the cannula / mechanism problem". No additional details were provided regarding the pink slide moved forward or if the cannula was visible upon pod removal. It is unknown whether the patient wore the pod. No impact on the patient's glucose levels was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. We are unable to confirm the reported needle mechanism failure or to determine its root cause.